Event description:
Customer reported having sensor issues, but he also mentioned that his insulin pump delivered twenty five units of insulin that he did not manually input. Customer stated he monitored his blood glucose closely and it went from 115 mg/dl to around 35 mg/dl over the course of several hours. He was able to treat for the low. Customer declined speaking with help line. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).